Event description:
Boston scientific received information that during the post implant follow up visit, during threshold testing, this left ventricular lead did not capture. In addition, the left ventricular marker was sensing the atrium. It was thought this lead had dislodged. A revision procedure is intended in the near future. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this left ventricular lead remains implanted. When additional information has been received, this event will be updated.